Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional later reported that the right side device was found to be intact upon explant and that the previously reported capsular contracture only affected the contralateral side. There is no complaint against this device.

Event description:
Patient reported "areola was repressed". Later, healthcare professional reported "capsular contracture baker grade I". Healthcare professional reported later "rupture and capsular contracture baker grade unknown". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.